Event description:
The customer reported to philips healthcare that there were bent pins in battery slot a, and the device did not recognize the battery. There was no adverse patient impact.

Manufacturer narrative:
(B)(4).